Event description:
It was reported there was a used needle stick injury with a bd vacutainer® eclipse¿ blood collection needle. Post exposure testing was performed according to facility protocol. No further impact was reported.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h6. Investigation summary: "material #: 368607 lot/batch #: unknown bd had not received samples, but 1 photo was provided for investigation. The photo shows an unused device so no issues were obsereved. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."